Event description:
It was reported that there was damage to the pump housing surrounding the usb port, affecting the customer's ability to charge the pump, though it had not caused the pump to shut down. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for the pump to be replaced, instructing the customer on how to set the pump into storage mode before returning it. The customer agreed to return the faulty pump using a pre-paid label within ten days and confirmed the shipping address for the replacement.